Event description:
It was reported that a patient had a full replacement. High impedance was observed during battery replacement surgery. Troubleshooting was performed but the lead was replaced. It was reported that the explanted items are not available for return. No additional or relevant information has been received to date.